Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed the plunger, suture and link were not returned with the device. The cause was related to the operational context at the time of use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a superficial femoral artery angioplasty interventional procedure, using a 6f sheath. Reportedly, after deploying the device a glide guide wire could not be inserted in the perclose proglide device. The short guide wire from the perclose proglide was inserted. Hemostasis was achieved by using the sutures of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.